Event description:
It was reported that approximately one year after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the obtuse marginal (om). The lesion characteristics were not reported. During the initial procedure, a taxus express2 2.75mm (length unspecified) drug eluting stent (des) was implanted in the om. Approximately one year later, the patient discontinued plavix therapy due to the fact the patient has lupus. One month later, the patient presented with thrombosis in the om. The thrombus was treated with an aspiration catheter and ballooned with 2.50mm balloon (length unspecified). Further information has been requested, but it is unclear if the facility will release additional information.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.